Manufacturer narrative:
Philips service reinstalled the software and returned the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the frontal ippc failed to boot up during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.